Manufacturer narrative:
Date sent: 07/18/2007. Information anticipated, but unavailable at this time.

Event description:
It was report that during an unk procedure, the coagulation was not as expected. Another device was used to complete the case. No pt consequences were reported.